Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's system was removed because of a failed spinal cord stimulator. The device was not replaced and the patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Final device analysis of the lead #1 revealed the following: there were no significant anomalies found. The body was segmented during explant. Final device analysis of the lead #2 revealed the following: there were no significant anomalies found. The body was segmented during explant. Final device analysis of the lead #3 revealed the following: there were no significant anomalies found. The body was segmented during explant. Final device analysis of the anchor #1 revealed the following: there were no significant anomalies found. There were suspected tool marks located on it. Final device analysis of the anchor #2 revealed the following: there were no significant anomalies found. There were suspected tool marks located on it.

Manufacturer narrative:
Concomitant medical product: product ID neu_tlock_anchor. Product type: accessory: product ID neu_tlock_anchor. Product type: accessory: product ID 3887. Product type: lead: product ID 3887. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final device analysis of the neurostimulator revealed the following: the battery was at reduced capacity related to the over- discharges. Final device analysis of the lead #1 revealed the following: there were no significant anomalies found. The body was segmented during explant. Final device analysis of the lead #2 revealed the following: there were no significant anomalies found. The body was segmented during explant. Final device analysis of the extension revealed the following: there were no significant anomalies found. The body was segmented during explant. Final device analysis of the anchor #1 revealed the following: there were no significant anomalies found. There were suspected tool marks located on it. Final device analysis of the anchor #2 revealed the following: there were no significant anomalies found. There were suspected tool marks located on it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.